Event description:
Asnis micro cannulated screwdriver broke on the driving end of the driver while surgeon was screwing in the screw.

Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Asnis micro cannulated screwdriver broke on the driving end of the driver while surgeon was screwing in the screw.

Manufacturer narrative:
Visual examination revealed that the tip of the blade was broken. The broken part was not returned. Furthermore, it was determined that the fractured surface of the blade showed appearance of a forced rupture resulting from very high torsional and bending forces. Additionally, pressure marks were seen at the slot area of the blade pointing to the occurrence of high bending forces. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material, manufacturing or design related issue.